Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
It was reported that the transparent plastic ring on the reservoir compartment came off of the insulin pump. No further details were provided. The insulin pump will be returned for analysis.